Event description:
It was reported that a catheter crack occurred. An angiojet solent omni catheter was selected for a thrombectomy procedure in a distal popliteal tibioperoneal trunk arterial occlusion. A kink was noted in the middle of the catheter, approximately 52 centimeters from the hub, prior to placing the device in the patient. It was decided to use the device anyway; however a crack was noted and the device did not work. The procedure was completed using a angiojet solent proxi 90centimeter x 6f catheter, placing an infusion catheter and tissue plasminogen activator (tpa) was dripped overnight into the lesion. There were no patient complications and the patient's status is good.

Event description:
It was reported that a catheter crack occurred. An angiojet solent omni catheter was selected for a thrombectomy procedure in a distal popliteal tibioperoneal trunk arterial occlusion. A kink was noted in the middle of the catheter, approximately 52 centimeters from the hub, prior to placing the device in the patient. It was decided to use the device anyway; however a crack was noted and the device did not work. The procedure was completed using a angiojet solent proxi 90 centimeter x 6f catheter, placing an infusion catheter and tissue plasminogen activator (tpa) was dripped overnight into the lesion. There were no patient complications and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a solent omni thrombectomy system. The pump, effluent/supply line, shaft and tip were visually inspected. Visual inspection revealed that there was a kink in the effluent line and the supply line was broken at the same location, which was 120cm proximal of the custom barb connected to the hub. Inspection of the remainder of the device presented no other damage or irregularities.